Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: g7 neutral e1 liner 36mm g, catalog #: 010000859, lot #: 6455542, medical product: g7 finned 4 hole shell 58g, catalog #:110017106, lot #: 6428529, medical product:cer option type 1 tpr sleve -6, catalog #: 650-1064, lot #: 2955107, medical product: tprlc 133 mp type1 pps ho13.0 , catalog #: 51-107130, lot #: 6377201. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01951, 0001825034-2019-01953. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a total hip arthroplasty at (B)(6) hospital. Subsequently, the patient experienced delayed wound healing. Treatment with incision, drainage and antibiotics. The patient experienced and adverse reaction to the antibiotics (duricef).

Manufacturer narrative:
(B)(4). Reported event was confirmed with medical records and radiographs provided and reviewed. Medical records showed proximal and distal incision pin point drainage reported. Increased redness noted but not pain. Medication was prescribed. Follow up, patient reporting mild pain on the right groin and trochanter. The patient has had a stitch reaction to the most proximal and most distal aspect of the incision. It is superficial without erythema or drainage. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a total hip arthroplasty at mount carmel new albany hospital. Subsequently, the patient experienced delayed wound healing. Treatment with incision,drainage and antibiotics. The patient experienced an adverse reaction to the antibiotics (duricef).